Event description:
Smith & nephew wound vac had been placed on pt. Dressing noted to have significant pooling of drainage under the drape. The pump did not alarm or identify any issue with the dressing or the inability to adequately pull away excessive drainage from the pt's wound.